Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522-523 mg/dl resulting in ketones. Cause was not known. The user called the children¿s assessment unit for advice in treating the elevated bg level. The customer delivered a correction bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.